Manufacturer narrative:
(B)(4): the customer reported that an alarm quit after annunciating a couple of times. The available info is consistent either with a silenced alarm, a reminder alarm, or a technical inop. This info does not support that there was any malfunction. The pt was a dnr pt, per the clinicians the pt did eventually die as expected, and the clinical staff heard the monitor alarm. There is no allegation or indication that the monitor was a factor in the death. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an alarm quit after annunciating a couple of times.